Event description:
It was reported that the right atrial (ra) lead fractured and exhibited high impedance. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event. The right ventricular (rv) lead was returned to the manufacturer after being explanted for electively. The lead subsequently tested out of specifications during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. A distal portion was received measuring 43 cm. Analysis was performed and no anomalies were found. Concomitant products: 694965, implantable tachy lead, (B)(6) 2007; d154awg, implantable cardioverter defibrillator, (B)(6) 2007. (B)(4).